Event description:
A consumer reported his vision is worse following intraocular lens (iol) implant surgery. The reporter did not provided any contact information, therefore, follow up was not able to be conducted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. The reporter did not provided any contact information; therefore, follow up was not able to be conducted. (B)(4).